Event description:
It was reported that a patient presented to clinic for follow up, the right ventricle (rv) lead exhibited noise over sensing resulted in pacing inhibition and failed to capture. The rv lead was capped and replaced on 10 april 2025. The patient was discharged with no reports of adverse consequences.